Event description:
Complainant alleges a heating pad smoked and melted, burning a hole in the pad. No property damage or injury was reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product, and a violation of the instructions and warnings provided. Consumer modified the product by using an improper controller, and not the one provided with the pad, which is abuse of the product. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. See scanned page.